Event description:
Customer reportedly received results of 500 mg/dl and 138 mg/dl within 10 mins on the advantage system (customer states he washed his hands after obtaining result of 500 mg/dl). No actions taken based on device result. No adverse event reported. L2 control was run and in range (may have been opened > 90 days). The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.